Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The location of the lesion being treated is unknown. The procedure was successfully completed with another of the same device. Pt status is reported "okay."

Manufacturer narrative:
Device evaluation: product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was rec'd in good condition with no damage observed. Visual examination of the balloon material revealed a longitudinal tear in the balloon wall. Visual and microscopic examination of the area surrounding the longitudinal tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the tear. The manufacturing records for top assembly batch 9211778 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the tear could not be determined.